Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-38 alarm was confirmed in the alarm log. The cause of the reported condition was due to defective force sensing resistors (fsrs). To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.